Manufacturer narrative:
The a1cx3 reagent lot number and expiration date were not provided. The sample probe was cleaned. On 04-jun-2025, the field service engineer (fse) visited the customer site. The customer ran a reproducibility test immediately after returning the instrument from standby using a patient sample, and the results were not reproducible. The sample was run again after the instrument had run other patient samples, and the expected results were received. On 05-jun-2025, the fse found that the sample probes were bent and replaced them. The sampling and probe positions were adjusted. No issues were identified for the rinse water levels or pressure. No vacuum line issues were identified. Repeatability testing was performed, and no abnormalities were observed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 5 patient samples tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 303 analytical unit. Patient 1 initial result was 14.8%. The repeat result was 6.0%. On (B)(6) 2025 patient 2 initial result was 9.55%. The repeat result was 6.36%. Patient 3 initial result was 9.84%. The repeat result was 6.43%. On (B)(6) 2025 patient 4 initial result was 9.70%. The repeat result was 5.97%. On (B)(6) 2025 patient 5 initial result was 8.38%. The repeat result was 6.39%.

Manufacturer narrative:
On 11-jun-2025, the fse adjusted the amount of water in the cleaning mechanism, checked the gear pump and the main pump pressure, and adjusted the sampling, probe, and disk positions. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The investigation determined that the service actions resolved the issue.